Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio beep anomaly. The customer¿s blood glucose level was unknown. Customer reported that they were unable to notice difference between 1 to 5 volumes during audio test. Customer reported that the insulin pump ID not alarm for high blood glucose level. The customer has been advice to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.